Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed due to the faulty plate. A field service engineer replaced the place and added tapes, and confirmed that the remote manager had been recovered. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed and was unable to access it. Additionally, stated that the user was able to retrieve the needed medication from additional devices and the in-patient pharmacy and confirmed there was no delay or patient harm. There were no adverse events or injuries reported based on this event.